Manufacturer narrative:
Retainer - missing. Customer returned insulin pump for alleged no delivery/occlusion alarm found on (B)(6) 2021. Device received with missing retainer ring. Device passed the rewind test, prime/seating test, basic occlusion test, and force sensor test. Unexpected pump error 63 alarm occurred during self test. Pump error 63 alarm due to a lose solder joint on the u1 chip on keypad assembly. Device was unable to perform displacement test and occlusion test due to missing retainer ring. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. No device alarm insulin flow blocked alarm on or near event date in device downloaded history. No unexpected insulin flow blocked alarms in device history download. Pump error 63 variable 3 was noted in the history download due to lose solder joint on u1 chip keypad assembly. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, keypad overlay peeling, detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip, cracked belt clip rails, end cap address label missing and minor scratches on lcd window. In summary customers alleged no deliver/occlusion alarm was not confirmed. However, unexpected pump error 63 alarm occurred during testing due to a lose solder joint on the u1 chip on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated that they had tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.